Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report.

Event description:
Broken gamma nail and distal screw. Surgeon extracted nail and used a plate.